Event description:
It was reported that a patient contacted support about guidance to factory reset the ilet after an episode in which a usual dinner was announced and blood glucose subsequently fell; the patient had a history of misannouncing meals. Symptoms included a reported lowest blood glucose of 39 mg/dl, feeling unwell described as ¿run over by a truck,¿ and receipt of device low and urgent low alerts. Outcomes included approximately 40 minutes of hypoglycemia, self-treatment with carbohydrates, no need for assistance, and no medical intervention or hospitalization. Investigation included troubleshooting and education with the patient. Investigation of this case revealed that the cause of hypoglycemia was unclear, with no device alarms or malfunctions reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.